Manufacturer narrative:
Trackwise number # (B)(4). Autonumber # (B)(4). The dc extension cable device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The white insulation around the cable was separated from green connector. It was observed that the inner component wires were exposed. No other defects were observed. Based on the returned condition of the device the reported complaint was confirmed for the reported failure. This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable wires were exposed and insulated white coating was pulled away from the green connector on the device side of the cord. A replacement device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable wires were exposed and insulated white coating was pulled away from the green connector on the device side of the cord. A replacement device was used to complete the procedure. The hospital did not report any patient effects.